Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the probable cause of the white residue was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to olympus for inspection. During the device evaluation, white residue was identified in the air/water channel of the control body.